Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample that resulted negative when using the simplexa covid-19 direct assay, but previously tested positive on a competitor assay (luminex magpix). No run files could be provided by the customer after several attempts from (B)(6) 2020 - (B)(6) 2020. The customer's device and suspected false negative sample was not provided for investigation. Lot information on the simplexa assay was not provided. Results from the competitor assay was not provided. The customer stated the competitor assay uses extracted samples while the simplexa assay does not, but without run files to compare results, the issue could not be confirmed. No further investigation could be performed.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a patient sample that resulted negative when using the simplexa covid-19 direct assay, but previously tested positive on a competitor assay (luminex magpix). The customer confirmed the alleged false negative result was not reported to a diagnosing physician due to the discrepancy with the competitor assay and no alleged harm occurred. The patient sample was nasopharyngeal swab in 1ml utm. Other patient information was not provided.